Event description:
The pt (B)(6) received a trial scs system, including a percutaneous lead and an external pulse generator, on (B)(6) 2010. The pt was released from the facility later that same day. Once home, the pt enabled the stimulation. The pt allegedly felt immediate overstimulation which caused him to fall. The pt returned to the implanting facility, with the stimulation disabled reporting pain, bleeding and leaking at the lead insertion site. An x-ray of the scs system found the lead had migrated significantly from the original position. The lead was explanted, ending the trial. Follow up on the pt found the pt has a reported increase in back pain since the trial. No additional information is available.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.